Event description:
It was reported that 5 days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In may 2005 the patient presented to the cath lab. The lesion being treated was 85% stenotic in the right coronary artery (rca). The physician successfully direct stented the lesion with a taxus express2 8.8% 2.50 x 12 mm drug eluting stent. The patient was then transferred to the floor with a regimen of plavix and reopro. Five days after the implantation the patient went into cardiac arrest and was successfully cardioverted. In addition, the patient started to have an acute myocardial infarction (ami) with st elevation. The patient was brought to the cath lab and a catheterization determined the taxus stent was totally occluded. The physician dilated the occlusion and timi 1 flow was noted. The physician then successfully deployed another taxus stent and timi 3 flow was noted in the distal rca. No further related patient injuries or complications were reported. Patient status is reported as "satisfactor/good". It is noted the patient had an ICD placed during the same hospitalization due to tachycardia.